Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that the patient experienced vessel dissection and hematoma. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A rotaburr, rotawire, and opticross hd were selected for use. During the procedure, the opticross imaging catheter was advanced; however, device failed to cross the lesion at first. However, after an unspecified balloon catheter was used for dilation, the opticross was able to be delivered and used. Observation was able to be performed at first, however the image around the catheter, other than the area of the calcification on the lesion area, was dark and sufficient data could not be obtained. Ablation was then performed with the rotaburr and rotawire and further image observation was performed after it was completed. It was noted that the image on the lesion area became dark and the physician "could not determine the dissection part and hematoma part." The image became worse after using the opticross imaging catheter several times and "roughness was close to 40mhz in the last observation." The procedure was completed with a different imaging catheter. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end. There was no damage observed on the distal tip or guidewire exit port assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft was found within the telescope section of the device. No imaging core windup were found within the telescope section and the sheath section of the device. Broken drive shaft was encountered in the double heat shrink area in the kinked telescope area. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that the patient experienced vessel dissection and hematoma. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A rotaburr, rotawire, and opticross hd were selected for use. During the procedure, the opticross imaging catheter was advanced; however, device failed to cross the lesion at first. However, after an unspecified balloon catheter was used for dilation, the opticross was able to be delivered and used. Observation was able to be performed at first, however the image around the catheter, other than the area of the calcification on the lesion area, was dark and sufficient data could not be obtained. Ablation was then performed with the rotaburr and rotawire and further image observation was performed after it was completed. It was noted that the image on the lesion area became dark and the physician "could not determine the dissection part and hematoma part." The image became worse after using the opticross imaging catheter several times and "roughness was close to 40mhz in the last observation." The procedure was completed with a different imaging catheter. No further patient complications were reported.